Event description:
The customer reported that the 3100a ventilator experienced map won't go higher than 37cm. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire file identification: pc-(B)(4). A vyaire field service representative(fsr) evaluated the device onsite and the map (mean airway pressure) won't go above 38cmh20-which is a failed patient circuit test. The pr3 is maxed out & damaged due to overtightening of screw mechanism.the pr3 was replaced and turned pr2 3/4 turn. The map is now holding steady during patient circuit calibration at 41.2cmh20. The psu (power supply unit) was checked for accurate voltages and the ddi (dynamic displacement indicator) was calibrated as it was slightly off center. The water trap filters were replaced with non-inventory parts and column filter was cleaned. The internal tubing and pneumatics were checked. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.